Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the roller pump unexpectedly stopped during the recirculate mode of autodose. The user was unable to restart the pump by pressing the start/stop button or by using the central control monitor. As a result, an alternate device was employed to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.